Event description:
It was reported the video system center got liquid inside and the unit was not responding, and the buttons were not responding. The issue occurred during preparation for use prior to an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunctions were confirmed. In addition, the following reportable malfunctions was found during the device evaluation: image is interrupted when the connector at the edge of the scope is moved based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the button switches on the front panel do not work occurred due to fluid invasion into the device. For the image interrupted when the connector at the edge of the scope is moved event, is likely this occurred due to the worn out lock lever of the video connector. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.